Event description:
It was reported that the patient had an infection at their sternotomy site after the patient received chest compressions during a code situation. The patient had hypotension and a fever. Cultures were positive for pseudomonas aeruginosa. The patient was taken back to the operating room (or) on (B)(6) 2022 for pump explant due to infection. As of (B)(6) 2022 the patient continued to be in critical condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. No device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Infection is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook, rev. C, is also currently available. This handbook contains information on how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient's hypotension required an increase in vasopressors.